Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the download data. The device generated an 0x33 alarm, indicating command not received when prev. Cmd had mctf bit set. During the investigation the device was successfully paired with a pdm. The device delivered a 5 unit bolus and did not replicate the alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 375 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was delivered.